Event description:
Boston scientific crm rec'd info that during a stress test, this pt exhibited some episodes of ventricular tachycardia with ischemia. The pt's thresholds had increased and loss of ventricular capture was noted. Auto capture was on and the device was pacing in retry mode at 3.5v. A procedure was performed to reposition the rv lead and during this procedure, the physician noted the lead was dislodged. He repositioned the lead and it dislodged again the next day. The physician elected to explant the dislodged lead and replace it with a different model due to tissue in the helix. No adverse pt effects were reported.